Event description:
Voluntary medwatch report received noted oversensing due to noise and high pacing impedance on the atrial lead. No intervention was reported. No adverse patient effects were noted.

Manufacturer narrative:
Voluntary medwatch report received: mw5151624.